Event description:
Reporter stated the menu button on the infusion device works intermittently. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The errors e8 and the shutdown / restart of the insulin pump are consequence errors of the damaged pump electronics due to liquid ingress.